Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the newly placed right atrial (ra) lead dislodged multiple times. The ra lead was not implanted and an alternate near at hand was implanted on (B)(6) 2024. Patient condition was stable.